Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on the final angiogram, a proximal type I endoleak was observed. The physician decided to implant another manufacturer's stent to seal the endoleak and ballooned aggressively with another manufacturer's balloon, resolving the event. On the final angiogram a small blush of contrast was observed however, the physician determined it was a type IV endoleak and completed the procedure. Per the physician the cause of the proximal type I endoleak was most likely due to the patient's anatomy; calcified proximal aortic neck. Two days post implant, a proximal type I endoleak was suspected due to the patient's erratic blood pressure resulting in low hematocrit that required a blood transfusion. A CT scan showed a perforation in the aorta, at the level of the graft fabric. In addition, a dissection from the left renal artery (lowest) up past the celiac in the thoracic aorta was observed. The physician decided that implanting a cuff would seal the leak however, the intraoperative angiogram did not show an endoleak. The physician decided to perform an intervention anyway, intentionally covering the lowest left renal and implanted an endurant ii 32x32x49 proximal cuff up to the level of the right renal. On the final angiogram no endoleak was observed. The physician did not perform an intervention for the dissection as it was determined one was not needed the physician stated that the cause of the rupture was from ballooning the prior endurant stent graft which had another manufacturer's implanted during the initial procedure, in an area of plaque/calcification to seal the proximal type I endoleak. The patient was experiencing abdominal pain post evar. It was determined through a cta that the patient had another endoleak from the proximal graft that showed contrast leaking into the proximal abdomen outside of the aorta. The patient underwent an intervention using aptus endo anchors. Six were placed at the proximal level of the aortic cuff around the circumference to the graft. It was determined that the leak was resolved. The final angiogram showed that the patient's right renal was compromised. The physician recannulated the right renal and placed a 5 x 17mm atrium covered stent out of his renal past the endurant cuff. The renal was open at that time. The patient is alive and no other leaks at this time. No additional clinical sequelae were reported and the patient is fine.